Event description:
Patient was initially implanted with a nalu peripheral nerve stimulator (pns) sytem on (B)(6) 2024 to treat shoulder pain. On 07/21/2024 the patient notified a nalu representative that the implantable pulse generator (ipg) was protruding through the skin where it had been implanted on the posterior shoulder area. Physician disconnected the protruding ipg from the implanted leads and removed only the ipg from the patient (MDR 3015425075-2024-00320). Patient was given oral antibiotics as a precaution although no infection was suspected. On (B)(6) 2024 the patient was re-implanted with a new nalu pns system, again placing the ipg in the posterior shoulder area. In (B)(6) 2024 the patient presented at the medical clinic with the ipg protruding through the skin. The patient was referred to a general surgeon for system removal. On (B)(6) 2024 the nalu system was explanted.

Manufacturer narrative:
Patient reported receiving excellent pain relief from both nalu systems. In (B)(6) 2024 the patient had been participating in remodeling and heavy lifting after the nalu implant, which is suspected to have contributed to movement of the ipg and subsequent erosion through the skin surface. The second system was implanted in a similar location as the first system and again eroded through the skin. There are no reports of any specific activity during the recovery period, although the patient has already demonstrated leading a very active lifestyle. There are no reports or indications of infection with either event. It is unclear if the patient's body rejected the nalu device, if the location of the implant did not have sufficient tissue to support the device, or if the patient activity and behavior contributed to device movement.